Event description:
It was reported that the patient presented to the emergency room for altered mental status. The patient appeared to be at their baseline. Several no external power alarms were noticed with interrogation. The patient was a poor historian and was unable to tell if the cause was double disconnect or loss of power while on the mobile power unit (mpu). The log file captured no external power alarm(s) and multiple other associated alarm types on (B)(6) 2026. This was caused by the power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.